Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. Insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported receiving intermittent or no response from the insulin pump's up and down buttons. Blood glucose level was 228.6 mg/dl at the time of the call. No further information was provided.